Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no:2015691-2021-00218.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement, the delivery system balloon burst during valve deployment. The valve was implanted successfully. Post dilatation was performed with a non edwards balloon. Per medical opinion, the balloon burst due to extensive calcium. The patient is well post procedure.

Manufacturer narrative:
Correction to section d6, the device was not implanted. The delivery system was not returned to edwards lifesciences for evaluation. Post procedural imagery and procedural cine were reviewed and the following was observed: still image was captured from the procedural cine showing balloon inflation (at approximately 80% of inflation) and balloon burst towards the end of deployment; balloon burst longitudinally from distal taper end to approximately halfway of the balloon working length. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The complaint for balloon burst was confirmed based on the provided post-procedural imagery. As the complaint device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, no manufacturing non-conformance's were able to be identified. A detailed root cause analysis for similar returned complaints has been summarized in a technical summary written by edwards lifesciences. The technical summary provides the details why balloons are subject to increased risk of burst in a calcified annulus. As reported, 'during the deployment, balloon of the commander system burst'. It was noted that 'as there was an extensive calcium plaque in the lvot and the balloon burst exactly in the position of the spike of this calcium'. It is possible that calcification present in the landing zone could have weakened the balloon material contributing the burst. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigation's in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing support that it is unlikely that a defect present in manufacturing contributed to the complaint. It should be noted that these mitigation's are still in place. Available information therefore suggests that patient factors (calcification) likely contributed to the complaint event. The technical summary is applicable to this complaint as the case notes states that calcification was present in the patient anatomy and caused the balloon to burst. Since no edwards defect was identified, no corrective or preventative action is required.